Manufacturer narrative:
The actual device involved in the reported incident was not returned for analysis. However, this issue was evaluated under a formal investigation. It was determined that this is not a manufacturing or materials defect. It was communicated to the customer that standard i.v. Administration sets are intended for general infusion and not recommended for use with power injectors. In addition, the infusion therapy account managers were advised of this issue and were provided a product list of those high pressure sets which are appropriate for use with power injectors.

Event description:
Report received of contrast media leaking at the injection port. The customer reported that a clave connector was connected to an extension set that had a pre-pierced port at the patient connection. The power injector was connected to the clave and the contrast media was injected at 150psi. The contrast media was reported to have leaked at the pre-pierced injection port. There were no reported adverse patient effects and no medical interventions were required. Though requested, no additional information was provided.